Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient cable of the mobile power unit (mpu) was loose near the connectors and the bottom cover of the mpu was cracked.

Manufacturer narrative:
Section d4: device expiration date was incorrectly included in previous report. Expiration date is not applicable for heartmate mobile power unit. Manufacturer's investigation conclusion: the reported events of damage to the patient cable rubber encasing and bottom cover on the mobile power unit (mpu) were confirmed. During the evaluation of the returned mpu, serial (B)(6), the patient cable rubber encasing was coming loose around both connectors and the bottom cover had crack near the power inlet. The system powered up as intended and passed all tests. The patient cable and bottom cover were replaced and preventative maintenance was performed. The unit was returned to the rental pool. A root cause for the reported event was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. (B)(6) was shipped to the customer on 30jun16. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. No further information was provided. The manufacturer is closing the file on this event.